Manufacturer narrative:
Concomitant medical products: juvéderm® volbella® with lidocaine. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported to have been injected with juvéderm® voluma® with lidocaine in the chin, juvéderm® volift® with lidocaine in the nfls and medial cheek, and juvéderm® volbella® with lidocaine in the right upper lip. Healthcare professional additionally reported temples, jawline, and marionette as injection sites, without being product specific. The physician further reported that the patient was injected with 8 mls of juvéderm® voluma® with lidocaine, 3 mls of juvéderm® volift® with lidocaine, and 1 ml of juvéderm® volbella® with lidocaine. The patient was injected with botox® in the glabella 4 weeks later and that area had no swelling or lumpiness present. About four months later, patient woke up feeling ¿puffy¿ after having seafood paste the night before. Patient has no previous reaction to seafood. Patient took antihistamine. Patient is mostly swollen in morning then settles better as day goes on. The patient feels lumps and small amount of swelling where patient was treated with the fillers. Prednisolone and telfast® were prescribed to the patient. The patient has been treated with hyaluronidase three times; the first hyaluronidase treatment occurred 4 days after the date of onset, the second was performed after 4 days, and the third one 2 days later. The lumps have been injected with hylase and these have settled now. The edema has not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00118 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00119 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma® with lidocaine.